Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient was outside and noticed a message on the receiver that displayed low. She did not feel hypoglycemic and therefore did not take any action based on the cgm reading. After a short time, she felt dizzy and suddenly fell over. Her knee bruised and turned blue. The bg level was 500 mg/dl but it was not indicated when that level was checked in relation to the event. She injected 3 units of insulin and went home as she felt better. At the time of contact 2 days later she was feeling fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.